Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status and shipping details, provided instructions for placing pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor after receiving replacement pump that was shipped.